Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 365 mg/dl and the sensor glucose was 202 mg/dl at the time of the incident. The customer stated that the sensor glucose was 47 mg/dl and blood glucose was 187 mg/dl, sensor glucose was 203 mg/dl and blood glucose was 336 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the they experienced high blood glucose level of 517 mg/dl. The customer¿s current blood glucose was 196 mg/dl. Customer treated for high glucose with pen. Customer declined to perform the high pressure test. The sensor will be returned for analysis. The insulin pump was not returned for analysis.